Event description:
This ra lead was damaged during (B)(6) 2022 CABG procedure. X-ray did not show dislodgement. Lead was not capturing and had no atrial sensing, only ventricle, so was set to vvi then replaced during (B)(6) 2024 upgrade to ICD. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.